Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during a thrombectomy procedure with the subject retriever, significant resistance was observed with the second pull of the device. The physician advanced another manufacturer's guide catheter forward and then pulled in a give and take motion to be able to withdraw the retriever. The procedure was reported to be successfully completed although some thrombus remained which the physician administered intra-arterial nicardipine. No adverse consequences to the patient were reported and the patient was later discharged with a nihss score of <4. No further information is available.